Event description:
It was reported that during a lap right hemicolectomy procedure, the shears stopped working during the case after about 15 minutes. Buttons wouldn't react and no failure tone was heard. After retorquing and starting again still no reaction to the instrument. Changed shears for new ones. No patient consequence.